Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure the tissue pad detached. No pt consequences. Another like instrument was used to complete the case.